Event description:
Total right knee replacement, pain both knees became worse than prior to synvisc, synovitis right knee, hard time getting around. Info was rec'd on 2/9/07, from a daughter regarding her mother, a female pt, with a medical history of osteoarthritis, who experienced total right knee replacement, pain both knees became worse than prior to synvisc, synovitis right knee and a hard time getting around. The pt began treatment with synvisc on an unspecified date in 2006. The pt rec'd a series of injections of synvisc into both knees on unspecified dates during 2006. During the course of synvisc therapy that the pt had the same year, her pain in both knees became progressively worse than it was prior to therapy. This pain in both knees continued to worsen during and after therapy to the point that the pt had a hard time getting around and at one point had to use a wheelchair. On in 2007, the pt had a total knee replacement in her right knee and at that time it was discovered that she had synovitis of that knee. That same year: right total knee replacement.